Manufacturer narrative:
The complaint is confirmed upon review of the customer provided photos, which identify the suture fragment. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 03/16/2022, it was reported by a sales representative via phone that an ar-3636 knotless fibertak suture broke while being passed through the knotless mechanism. Surgeon cut the suture and opened another ar-3636 knotless fibertak from another lot number and case was completed without issues. This was discovered during a hip labral reconstruction (B)(6) 2022.